Event description:
Sterile technique, codman refill kit used, huber needle, with injection of the medication. The pt immediately stated that legs felt unusual. The pt developed progressive weakness and paralysis of their lower extremities. This progressed to upper extremities and pt could barely move right arm. Pt complained of shortness of breath. Bp immediately fell from 130 systolic to to 80 systolic. Their pulse went from 84 to 120. Oxygen saturation fell to the low 90's. An IV was started and the pt was bolused with 500 ml of .9 ns. A face mask with 12 liters o2 was given. The patient's o2 saturation returned to 99%. Ephedrine in 5.0 mg increments was given intravenously. Over three hours passed before normal motor function returned. Impression was a near total spinal and paralysis up to c5 bilaterally. The patients pump was not filled. The pt has chosen to have the pump removed.